Event description:
International customer reported that a patient underwent a gastrectomy procedure with placement of two surgical drains. One drain was placed in the abdomen at the foreamen of winslow and the second drain set beneath the diaphragm. Abnormal bleeding was observed from both drains over several hours. The patient was returned to surgery where the surgeon reports the source of bleeding due to an injury to the abdominal vasculature that occured during the trocar perforation/placement of the drain in the lower abdomen. Hemostasis was achieved and the patient received a blood transfusion.

Manufacturer narrative:
Date sent to the FDA: 11/05/2008. Conclusion: user error contributed to the event. The event occurred as a result of the unintentional puncture of the abdominal vasculature during trocar/drain placement by the surgeon. The actual device associated with this event is now known. International affiliate reports the following possible products: lot: 47682isp, mfg: 04/17/2008, exp: 05/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.